Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the surgeon noticed that the lens would not slide, haptic was kinked and a notch/cut was noticed on lens after implanting the lens. They cut lens out in 3 pieces out of patient's eye and replaced with another lens during initial procedure. The procedure was completed on same day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case in the opened peel pouch inside the lens carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. The other haptic was torn at the gusset edge and broken in the gusset area. The broken portion of haptic was not returned. The optic was cut into two portions, typical of an insertion and removal. One optic portion was cracked on the anterior surface near the edge. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were used. The reported haptic damage was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).